Event description:
The user facility report alleges that a pt in a hallucination period of a pre-terminal phase was found asphyxiated, entrapped while attempting to enter a bed between the siderails during the night. Pt files are now sealed due to coroner's inquest.